Event description:
Patient was implanted with locking compression plate and screw construct on (B)(6) 2011 following an injury on (B)(6) 2011. Patient had residual post operative pain due to 4.0mm cannulated screw which broke post operative. Patient was returned to the or on (B)(6) 2012 for removal of hardware and revision with 4.0mm cannulated short thread and long thread screws with washers. This is the second of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.